Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure involving a lasso® nav eco variable catheter and suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, the doctor said that the catheter curve was broken. Surgery was not delayed due to the reported event. Action taken when event occurred was to change catheter. Procedure was not successfully completed. It was also reported that there was cardiac tamponade and pericardial puncture was performed. Additionally, it was reported this adverse event discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related. Intervention provided was epicardial puncture. Transseptal puncture performed with 301803m preface. Ablation was not performed prior to noting the cardiac tamponade; therefore, no evidence of steam pop. Event occurred during mapping phase. The flow setting for the irrigated catheter was 40w 2cc-15cc. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were vector and visitag. No additional filter was used.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30883528l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).